Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the housing was split and the handle could not activate the jaws. Functional testing was precluded due to the observed damage. Forwarded to engineering for further analysis of broken handle housing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic hysterectomy, the physician inserted the product into the trocar and squeezed the handle. Even though the physician squeezed the handle, the jaw did not close. Then, the movement of the handle and the jaw no linkage. The procedure was completed with another device. The status of the patient is no problem.